Event description:
It was reported that the patient experienced increased baseline pain following a refill. Per the reporter the pump was helping to control low back pain but the patient now experienced pain in his legs. The reporter indicated that it could just be a "flare up" of pain and not related to any problem with the device and that it was possible other medical issues were the cause of worsening pain. The patient was admitted to the hospital. The pump was used to deliver morphine, clonidine and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional review indicated that the patient was given extra dilaudid for his legs pain.

Manufacturer narrative:
Catheter: model # 8709, lot # j11737r13, implanted on: (B)(6) 2004, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).